Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient's mother indicated that medical intervention was required but did not provide any details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).